Event description:
Event description cpi received information that this myocardial lead was removed from service due to an impedance measurement of greater than 2000 ohms. The associated leads were subsequently removed from service as well.